Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: stopped working during case. Probable root cause: manufacturing error, threads (camera head & coupler), connectors, ccu design, use error, 1488 and 1588 extension cable. Gtin:(B)(4).

Event description:
It was reported that the tower shutting off and rebooting caused the devices to stop working temporarily. The procedure was completed successfully with no adverse consequences.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tower shutting off and rebooting caused the devices to stop working temporarily. The procedure was completed successfully with no adverse consequences.